Manufacturer narrative:
The device was returned to olympus for evaluation, and the customer¿s allegation was confirmed. There were few additional findings. The light guide lens and objective lens was chipped and adhesive was worn out. The bending section cover adhesive was worn out. The colored ring of the aspiration housing was worn out. The angulation was out of specification and exhibited free play. The water removal ability was out of specification. The device failed the electrical safety test. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the evis lucera elite colonovideoscope was not "flushing" and was believed to be blocked. This event was found during reprocessing. The original procedure was completed with the same device. Subsequently the device was returned and an evaluation at the repair center revealed white crystallization, possibly simethicone type product, in the auxiliary channel. This medical device report (MDR) is being submitted to capture the reportable malfunction found during the evaluation. There was no patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the foreign material was insufficient cleaning. Identification of the material was a simethicone type product. Olympus will continue to monitor field performance for this device.